Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator door repeatedly failed. Customer stated that station was rebooted but the reboot failed, and the issue recurred whenever medication was pulled. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed due to faulty latch. A field service engineer replaced the latch to resolve the issue. The fse rebooted the station and customer tested remote manager multiple times. The remote manager functioned properly, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.